Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the shaft fractured. Vascular access was via the femoral artery. The lesion was located in the right coronary artery (rca) and was predilated using a 2.5x20mm balloon. The physician attempted delivery of 2.75x32mm taxus express2 drug eluting stent through a 2.75x24mm, 99% stenosed, ostial lesion with chronic total occlusion in the rca. The vessel was moderately tortuous. During insertion, the physician encountered resistance and "the stent stainless steel shaft broke suddenly." The procedure was completed with another taxus express2 stent of the same size. There were no patient complications and the patient condition was reported as good. Additional information was requested.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.